Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). Review of the device activity log confirmed that the customer attempted to discharge at 120 joule during the 30 joule self-test. By design, the device is not able to discharge above 30 joules when shorted to the test port for a 30 joule self-test. This claim has been closed as end user error. Analysis for reports of this type has not identified an increase in trend.